Event description:
It was reported that the hand piece unit shocked the technician when it was plugged into the console.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.